Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined since chloride and potassium results were not provided by the customer. A broken membrane of the vacuum pump may affect the function of the rinse unit. This hypothesis, however, could not be confirmed.

Event description:
The customer reported that they received questionable results for an unknown number of patient samples. The customer provided an example of one patient sample that was found to have an erroneous result for ion selective electrode (ise) sodium. The customer stated that other patient samples were going to be repeated on a c311 analyzer, but no further information was provided. The sample initially resulted as 155 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 145 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The lot number and expiration date of the ise sodium electrode was not provided. The field service representative determined that there was a fluidics failure, as a damaged vacuum diaphragm was causing poor fluidic system vacuum. He replaced the vacuum diaphragm. He ran 2 precision studies, one prior to repair and one post. The first precision study failed. The post precision study was well within specifications. The instrument is operating to specifications.